Manufacturer narrative:
Date of event is estimated. The event of full system explant was reported to abbott. The patient's entire system was explanted due to patient's health. The patient was originally scheduled for a lead revision due to lead migration causing a shocking sensation. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced uncomfortable stimulation. X-rays showed that one lead migrated out of the epidural space laterally upwards. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Corrected data h11 - additional narrative/data. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), lot: t00006322.